Event description:
The customer reported via phone call that they have been experiencing low blood glucose. The customer reported their blood glucose have declined to 42 mg/dl, 32 mg/dl and 23 mg/dl. Customer's low blood glucose was treated with a glucagon shot. The customer was not hospitalized for their low blood glucose. Customer's current blood glucose was 194 mg/dl. The customer reported their drive support cap appeared to be normal. The customer declined to troubleshoot for their insulin pump and requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided which was included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The test transmitter identification number was programmed into the sensor edit settings screen; the identification number did not change during our testing. No transmitter number anomaly noted. The insulin pump was received minor scratched display window, cracked battery tube threads and cracked reservoir tube.